Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio:1.2, reference: 2.3, mean: 1.75, confidence - limits: 1.2 - 2.3, result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing has been performed on reported lot 282869 on (B)(4) 2012. Results as follows: donor 1: inratio: 2.4, inratio: 2.3, ref: 2.10, bias-threshold: 1.10 - 3.10, %cv: 2.47. Donor 2: 3.0, 3.2, 3.3, 2.88 -1.88, 4.82. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Results from retain strip testing on in-house meters met both accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4). Due to increase in discrepant complaints with inratio strips, this issue was escalated to CAPA (B)(4).

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 1.2, lab: 2.3. Time between testing was 1.5 hours. Patient's therapeutic range is 2.0 - 3.0.